Event description:
It was reported that during the procedure in the non-calcified, non-tortuous, proximal left main artery for treatment of a de novo lesion, pre-dilatation was performed two times using a non-abbott balloon at 12 and 14 atmospheres. An attempt was made to advance a 3.5x18 rx xience xpedition stent delivery system; however, the stent delivery system became stuck in the 6f non-abbott guide catheter. The stent delivery system was withdrawn with resistance and another unsuccessful attempt was made to re- advance the stent delivery system. The device was withdrawn from the guide catheter with resistance. A new same rx xience xpedition stent delivery system was used successfully to treat the target lesion using the same guide catheter and guide catheter extension. There was no adverse patient effect and no reported clinically significant delay in the procedure due to the device issue. No additional information was provided.

Manufacturer narrative:
(B)(4). Dilatation catheter: nc trek 2.5/08 and tazuna 2.0/15; guide wire: runthrough; guide cath: jl 4 6 f. Re-insertion. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The guiding catheter resistance during advancement and withdrawal was confirmed. Based on visual, functional, and dimensional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.